Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, resistance wa encountered when crossing the placed stent. Eventually, the device was able to cross the stent. When negative pressure was applied for air bleeding, blood came out, so the device was removed from the body and it was found out that the balloon was ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.